Event description:
Technician alleged that the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
The account replaced the head down valve and now it will lower electrically, but still will not power in cardio pulmonary resuscitation. The account found that the cardio pulmonary resuscitation torque tube was bent now allowing the valve to pull open. No further info is available on the repair of the bed at this time.